Event description:
As reported, approximately 5.5 years post initial left tka, the 76 y/o male patient had an original exactech tka done. The patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent a poly insert and patella implant swap. Patient was revised to truliant crc tibial insert sz 3.5, 17mm and an optetrak 3 peg patella. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to the implant(s) is sent to the lab and legal at the hospital. Images, x-rays, ebi attached. No further medical/patient information provided.

Manufacturer narrative:
Section d10: concomitant products: patella 3 peg 32mm (cat# 200-02-32 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to the reported instability and prosthesis wear, or inclusion of the tibial insert in the packaging recall. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Prosthesis wear of the patella implant could not be confirmed from the provided information. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.